Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that debris was found in the packaging of the unit. It was further reported that the packaging was not opened and thus the unit was not used. There was no pt involvement and no reports of any adverse consequences.